Event description:
Additional information became available that this lead was explanted due to previously reported possible dislodgment and muscle stimulation. During the explant procedure, the lead body broke, but was able to be removed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was sensing the r-wave activity and not pacing adequately in the left ventricle. A chest x-ray was taken in which it was observed that they lead may have pulled back from the original position slightly, but still should be capable of sensing appropriately. Some programming options were changed and the lead remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.